Event description:
The customer observed a burning smell (odor) coming from the fan area on the back of the architect i2000sr analyzer. Upon arriving to the site, the field service engineer confirmed there was charring to the plug/outlet on the analyzer that operated the refrigerator. The fse replaced the refrigerator and cable and the temperature status returned to normal. There was no impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service found evidence of charring/burn damage in the power source/cable of the refrigerator with replaceable fan (rohs). Service replaced the refrigerator cable and the refrigerator with replaceable fan (rohs) however, the refrigerator with replaceable fan (rohs) was deemed the likely cause for the issue. The module function was verified with a control/precision run. A picture depicting the damaged part was attached to the ticket. A review of the architect i2000sr isr06340 service history, revealed no additional issues of burning smell and smoke from the refrigerator with replaceable fan (rohs) reported on the isr06340. A review of tracking and trending did not identify any related trends for the refrigerator with replaceable fan (rohs) or for the architect i2000sr. A review of historical data associated with the refrigerator with replaceable fan (rohs) did not identify any non-conformances or deviations. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring/burn power source/cable of the refrigerator with replaceable fan (rohs)_part number 7-76850-04); the charring/burn did not spread to other parts of the module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.